Event description:
The account reported the bed exit would not alarm. The bed was located in (B)(6) at the facility. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The tech found that the bed was not zeroed by the account prior to placing a pt in the bed, user error. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013. It is unk if the facility performed any other preventative maintenance on this bed. The tech zeroed the bed without a pt in the bed and in-serviced the account on the bed exit functions to resolve the issue. Based on this info, no further action is required.